Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the scissor pot out of sync and faulting on the scissor drive. The fse replaced the footrest drive to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted prostatectomy with lymphadenectomy surgical procedure, the surgeon side console (ssc) foot tray was not moving fully forward. The foot tray moved forward and back but just not fully forward. The surgeon used a second console to complete the scheduled procedure. The technical support engineer (tse) recommended checking the surgeon console's foot tray support/guide rails for debris preventing full tray movement. The customer site will visually inspect the console for debris on the guide rails when the current or commitments allow. Field service engineer (fse) will be dispatched for follow up. The procedure was completed with no reported injury. Intuitive surgical received a follow-up response on 12/20/2024. The ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system. The system initially powered on without errors. The dvstat was not contacted for troubleshooting. The surgeon continued the case, and the surgeon ergonomics were off during the case the equipment was functional. Procedure was completed as normal; surgeon ergonomics was off and equipment functionable. No injury to the patient. The surgeon did not disable or discontinue use of arm due to issue. Procedure was completed robotically with all 4 arms. Procedure was completed robotically with same esu/generator. There was no exchange. Patient was 68 years old. Birth date was on (B)(6) 1956. Patient was male and weight 90 kg. Bmi was 31.08 and height was 170.2 cm. Patient was white.

Manufacturer narrative:
The footrest drive assembly was analyzed and installed into the surgeon console foot tray. The cart stopped at the middle when it was moving forward during in-house testing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted by an rpms quality engineer. Investigation revealed the following possible related system errors: error 31045 "pot out of range for the ergo footrest control. (Reported by the surgeon side console auxiliary (sscaux) node on the generic cart controller (gcc) in the surgeon side console 1 (ssc1)). DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to an out of sync potentiometer located on the footrest drive assembly.

Event description:
Refer to h11 for follow-up information.